Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the presented for implant of the implantable cardiac monitor. The device exhibited oversensing which resulted in false positive episodes at some point while being implanted. Further information was requested but not received.